Event description:
Reportedly, during an implantation procedure, the lead impedances measured with the psa were ok. The pocket was closed and after 20-25 minutes no proper pacing was observed. The pacemaker was not following the own rhythm of the patient. A malfunction was suspected and the pacemaker was interrogated showing high impedances (above 3000 ohms). Suspecting a lead/connection issue, the pocket was opened and both leads were disconnected, cleaned and connected again to the device. Then the pacemaker was interrogated but high impedances were still obtained. Another device was connected to the leads and it worked properly.

Manufacturer narrative:
B3, d6 and d7 corrected. B5 modified. Please refer to the attached analysis report.

Event description:
Reportedly, during an implantation procedure, the lead impedances measured with the psa were ok. The pocket was closed and after 20-25 minutes no proper pacing was observed. The pacemaker was not without the own rhythm of the patient. A malfunction was suspected and the pacemaker was interrogated showing high impedances (above 3000 ohms). Suspecting a lead/connection issue, the pocket was opened and both leads were disconnected, cleaned and connected again to the device. Then the pacemaker was interrogated but high impedances were still obtained. Another device was connected to the leads and it worked properly.

Manufacturer narrative:
Preliminary analysis on the returned device did not reveal any issue with the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implantation procedure, the lead impedances measured with the psa were ok. The pocket was closed and after 20-25 minutes no proper pacing was observed. The pacemaker was not without the own rhythm of the patient. A malfunction was suspected and the pacemaker was interrogated showing high impedances (above 3000 ohms). Suspecting a lead/connection issue, the pocket was opened and both leads were disconnected, cleaned and connected again to the device. Then the pacemaker was interrogated but high impedances were still obtained. Another device was connected to the leads and it worked properly.